Manufacturer narrative:
(B)(4). Evaluation of the incident electrode found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received a burn during an rf ablation procedure. The burn occurred at the needle insertion site at the intercostal on the right side. The burn was described as 3rd degree, 2 cm x 2 cm in size. Another needle was used to complete the procedure. The area was cooled and ointment was applied.